Manufacturer narrative:
Patient ID also reported as (B)(6). Investigation summary: visual inspection: the conical extraction screw for 2.7 mm & 3.5 mm cortex screws (p/n 309.520 lot 2l96299) was received showing the distal threads stripped. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection of the distal threads could not be accurately conducted due to the post manufacturing damage/deformation. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Extraction screw, conical se. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the conical extraction screw for 2.7 mm & 3.5 mm cortex screws (p/n 309.520 lot 2l96299) as the distal threads were stripped. While no definitive root cause could be determined, it is possible that the device encountered excessive torque/cross threading/rough handling during device use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 309.520. Lot: 2l96299. Manufacturing site: (B)(4). Release to warehouse date: march 14, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the cannulated hexagonal power screwdriver to the 6.5 mm cannulated screws broke at the tip during a pelvis reconstruction case. Also, the 2.5 hexagonal conical extractor was stripped during the poly trauma procedure. There were fragments generated from a broken device. There was no other required medical intervention. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown 6.5 mm cannulated screws(part#unknown, lot#unknown, quantity unknown). This is report 2 for 2 (B)(4).